Event description:
It was reported that during an unrelated procedure, blood was observed in the header of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field complaint of header anomaly could not be confirmed. The device was received from the field with battery voltage above elective replacement level and no anomaly was found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibited normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.